Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 68 mg/dl. Customer she is very active and needs the device to be replace. Customer does not recall any significant event that may have caused the device to alarm. Did state an alarm occurred during the weekend and the device stopped working. She stated she changed it and it starting working. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Excessive no delivery alarm and perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to no button response. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and cracked battery tube threads.